Event description:
It was reported that the device had low out-of-range impedance value. The patient was being seen in pre-op and the battery had been draining quickly. The device battery was 2.9v after 7 months of implant. Longevity calculation performed based on the following settings: left = 2.6v,pw of 60, 130 hz, 3+,2- with therapy impedance of 149 ohms and right = 2.5v, pw of 60 us, 130 hz, 10-,11+ with therapy impedance of 2392 ohms, found eri (elective replacement indicator) = 23.15 months and eos (end of service) = 2.18 years. It was reported that the electrode impedances were normal. At 1.5v there were some pairs reading >5000, but when tested at 3.0v there were no out-of-range results. The patient was getting therapeutic benefit but was having challenges recently. The patient was going in for revision now to change out the device and test impedances with respect to possible short circuit due to low therapy impedance for left side. It was also reported that the patient saw an eri message on the patient programmer, which was also being seen today, but the battery voltage was 2.9. The device had been off for months until they had determined what was going on. It was reported the patient had fallen more than once. Additional information received reported that impedance improved by changing/replacing the extensions and battery. No patient outcome was provided.

Manufacturer narrative:
Product ID 37085-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 37085-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3389s-40, lot# v813627, serial# implanted: 2011 (B)(6), explanted: product type lead, product ID 3389s-40, lot# v813627, serial# implanted: 2011 (B)(6), explanted: product type lead. (B)(4).